Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the patient head was cut off part was upto forehead in the exams. Registration displayed points under the skin and the surgeon pressed too hard on the skin. It seemed accurate on the surface but then inaccurate as the surgeon went deep on sphenoid sinus. Tools were green and navigated without any issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was 4mm inferior when touching the skull-base. The top of the head was cutoff and the surgeon traced on the temple. The surgeon felt inaccurate in the inferior with the first registration. He stated that anterior and posterior was not as off as superior and inferior were. The trace pattern went down towards the temple and some points were collected under the skin. During the second half of the case the surgeon decided to re-register the patient. It was recommended to avoid the temples and attempt to gather more points back behind the ear. Surgeon traced and moved forward into navigation. Surgeon then stated he felt 6-7mm inferior when navigating up into the sphenoid sinus and also in the maxillary. The surgeon continued with navigation accounting for inaccuracy. There was no patient impact reported and no delay to surgery.